Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that the alarm occurred during use, and it was replaced with another ventilator without causing a delay in therapy or need for medical intervention. A sales representative replaced the ventilator which experienced the alarm with another v60 of the same model number, collecting the alarming ventilator to be brought into a service center for evaluation and possible repair. The device was evaluated at a repair center by an authorized service provider (asp), who confirmed that a backup alarm failed alarm diagnostic code had been logged in the device's diagnostic report (drpt). The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue. No other abnormalities were found. Following the part replacement the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.